Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer called the philips response center to report that the mrx "therapy board must be replaced."